Event description:
Medwatch mw5189108 received on (B)(6) 2026 verbatim description of event from medwatch: ¿due to the omnipod issues, I had a bump on my arm that caused me to seek treatment from my endocrinologist and primary care doctor. They were unsure why the bump was made by the omnipod, but it caused an infection causing me to have to get antibiotics.¿

Manufacturer narrative:
The complaint was originally reported voluntarily by the patient, via MDR report # mw5189108. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.